Event description:
The agilia IV pump is alarming air in line alarm and there is not any air present in tubing, changed tubing multiple times and need to learn what is causing this for the pump. The device was received for evaluation. Verified air sensor not operating properly with air sensor test, air sensor replaced. Air sensor functionality test passed. Observed abnormal noise from clamp motor during troubleshooting, replaced. Equipment cleaned and post repair tested per quality control check list. After repair, device meets specification. Regarding defective air sensor, CAPA was opened in order to investigate the failure.

Event description:
The agilia IV pump is alarming air in line alarm and there is not any air present in tubing, changed tubing multiple times and need to learn what is causing this for the pump.